Event description:
The patient received the scs system on (B)(6) 2009. It was reported the patient felt a shocking sensation at the ipg site. The physician replaced the ipg with a new ipg. It was also noted that the ipg had been damaged. It is unknown if the damage occurred during the explant procedure. Sjm representative mentioned the physician was aggressive in using the surgical equipment during the replacement procedure. No further patient complications were reported.

Manufacturer narrative:
This ipg serial number is included in (B)(4). Results: during inspection of the returned product it was noted that the setscrew is missing from the lower chamber. The terminal block and setscrew was also missing from the upper chamber. Communications with the patient programmer was normal. The device was auto-tested per manufacturing specifications at ambient temperature and passed all levels except the magnet test. The magnet test failure was due to the way the device had to be tested, as a result of the damage to the header at explant. No further mechanical analysis was performed. The device header was damaged during the explant procedure. There is sufficient guidance in the clinicians manual on how to handle the device during implant and explant to minimize damage. The device was subjected to electrical testing and functioned within specification. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.